Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump' up and down buttons were hard to press. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device received with missing segments due to cracked zebra connector. Unable to perform self test and displacement test or verify button error alarm due to missing segment. Device received with cracked reservoir tube lip, broken battery tube threads and cracked case from display window corner. The test infusion set and reservoir does lock into place. (B)(4).